Event description:
It was reported that the pt had a granuloma which was noted on x-ray. During surgery for battery replacement, the catheter was found to have no free flow of spinal fluid. The pt had also experienced an increase in spasticity. The pump contained compounded baclofen 3000 mcg/ml 750 mcg/day and bupivicaine 15 mg/ml. The catheter was explanted/replaced and the pt recovered without sequela.

Manufacturer narrative:
This report is being submitted following an internal audit.